Event description:
It was the introducer that bent, not the needle. The physician was taking a biopsy of a bone tumor. He had retrieved a few samples by passing the needle in and out through the introducer when suddenly became unable to pass the needle. He thought it might be clogged with blood but that was not the case. When he removed the introducer he saw that it was bent, and then while holding it to examine it, the introducer broke.